Manufacturer narrative:
During the processing of this complaint all attempts were made to obatain complete event, patient and device information. Vasorum ltd is submitting this report on behalf of dj medical consulting & distribution llc, in accordance with the conditions outlined with the MDR exemption e2017048. Vasorum ltd trinitas house 2012 orchard avenue citywest business park d24 wpw6 dublin - ireland dj medical consulting and distribution llc 20 ryans lane duxbury ma 02332 USA

Event description:
Device was deployed in a 6f sheath at the end of a peripheral intervention procedure in the right common femoral artery. After step 3, physician noted bleeding. Manual compression was used to achieve hemostasis. Physician used fluoroscopy to locate the implant in the right sfa. There were no signs of vessel stenosis or leg ischemia. Physician decided to retrieve the implant electively while still in the procedure room. The left common femoral was accessed and a crossover sheath was placed from left to right. The implant was snared and the sheath, snare, and implant were removed as one unit. Manual compression was used to achieve hemostasis on the left common femoral puncture site. There were no complications to this patient and the patient was discharged on time the same day.